Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device: 4 years and 9 months. The pump was not returned for evaluation as it was not explanted. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2016 due to bacteremia. The patient had experienced multiple infections related to the driveline on unspecified dates. It was also reported that the pump was operating as expected. Additional information was requested regarding the events prior to the patient's death but none was provided.

Manufacturer narrative:
The lvad was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.